Event description:
This is a spontaneous case report received from a non-health professional in (B)(6) on 30-sep-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2011 because she did not want any more children. Essure was implanted in a hospital and removed in 2013 via hysterectomy after repeated infection, constant abdominal inflammation and continuous bleeding. The stop date of the events was reported as 2013, and they were considered related to essure. Follow-up information received on 05-oct-2015: information regarding the consumer was published in a (B)(6) digital press. It was reported a part of the coils broke and moved to the uterus and a complete hysterectomy was needed in order to remove the metal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was removed via hysterectomy after repeated infections, continous bleeding (interpreted as genital bleeding) and because of a part of the coils broke and it moved to the uterus. The events are serious due to their medical importance. Continous bleeding is listed in the reference safety information for essure while the other events are unlisted. Essure placement can cause infection due to a bacterial contamination during insertion. In this case, it was unknown the exact location of infection. It was also unknown the onset date of the events (up to 4 weeks post insertion or after this period). Also, for device breakage, it was not reported whether it occurred during essure insertion. Nevertheless, a causal relationship between these events with suspect insert cannot be totally excluded. Since a surgical intervention was performed, this case was regarded as incident. A product technical analysis is being sought.

Manufacturer narrative:
Ptc investigation result received on 26-jan-2016 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality detect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality detect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-jan-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases; infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was removed via hysterectomy after repeated infections, continous bleeding (interpreted as genital bleeding) and because of a part of the coils broke and it moved to the uterus. The events are serious due to their medical importance. Continous bleeding is listed in the reference safety information for essure, a part of the coils broke and it moved to the uterus was considered listed upon receipt of the product technical analysis. The other event is unlisted. Essure placement can cause infection due to a bacterial contamination during insertion. In this case, it was unknown the exact location of infection. It was also unknown the onset date of the events (up to 4 weeks post insertion or after this period). Also, for device breakage, it was not reported whether it occurred during essure insertion. Nevertheless, a causal relationship between these events with suspect insert cannot be totally excluded. Since a surgical intervention was performed, this case was regarded as incident. Based on the available information no product quality detect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality detect. No further information would be possible.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.